Event description:
Bipolar impedance was >2000 ohms. Unipolar impedance was 320 ohms. There were several detections of noise. Egms displayed atrial flutter/fibrillation with variable p-wave amplitudes. Intermittent atrial oversensing was suspected. One week later, noise was recreated with muscle flexing and one stored egm showed noise. The device was programmed to the unipolar pace/bipolar sense configuration. A subsequent follow-up noted that the device was programmed to ddi.